Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had received motion sensor test failure alarm. The customer¿s blood glucose level was 70 mg/dl. Customer stated that they had a received motion sensor test failure alarm. The customer stated that the pump was stuck and was unable to rewind. The displacement test failed. The customer was advised that the pump needs to be replaced. The customer was advised to revert to back-up plan as per health care professional. The insulin pump will not be returned for analysis.